Event description:
The customer complained of the analyzer intermittently giving normal results with no flag but upon repeat testing, the results would be elevated. Data was provided for one patient sample. The initial lactate result was 1.4 mmol/l and was reported outside the lab. The nurse questioned the result as the patient's previous result was 10.6 mmol/l. A new aliquot of the sample was tested and the result 15.1 mmol/l. This result was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The customer believed the issue was due to bubble in the sample from an aliquoting issue that was not caught by the operator.

Manufacturer narrative:
A specific root cause could not be identified. A preanalytic issue such as foam or air bubbles on the sample was possible. A general instrument issue was not suspected as qc and calibrations were acceptable.